Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next one meter. During the call, a blood glucose testing was performed by the customer and the reading was properly stored in meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the contour next one meter with serial # (B)(6) for evaluation. The returned meter was different from the one originally implicated to be involved in the event (serial # (B)(6)). The returned meter was tested with the in-house contour next test strips, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next one meter (serial # (B)(6)) and no manufacturing anomalies were found.